Manufacturer narrative:
(B)(4). This is a report of a use error, where the caregiver discovered an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for a low drain volume alarm, the caregiver (cg) reported that they saw gaps of air in the patient line. The patient was connected at the time of the event. During troubleshooting, the cg noticed an open clamp on an unused supply line. The technical service representative (tsr) assisted the cg in clearing the alarm. No additional information is available.